Event description:
Complainant alleged that during biomed testing, the battery was not able to seat into the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified. An internal inspeciton of the device found corrosion on the main board. The customer has declined repair of the device at this time. Analysis of reports of this type has not identified an increase in trend.